Event description:
During visual inspection of the pump, blood was seen in the air chamber.

Manufacturer narrative:
(B)(4). The blood pump is the subject of this report (s/n (B)(4)), was placed on the pt on (B)(6) 2013 and was changed on (B)(6) 2013 after 42 days of operation. The pt is doing well after pump exchange. We have reviewed the production records of the excor blood pump sn (B)(4). This pump was produced according to our spec and no abnormalities were found in the records. First visual confirmed the hospitals observation of blood in front of the stabilization ring at the air side layer of the triple layer membrane. The eval of the blood pump s/n (B)(4) is still ongoing.